Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the short port btt seal was too tight for the scope to advance. A replacement unit was used to complete the procedure. The hosp did not report any pt complications. Maquet qe investigation on 09/03/2009 discovered that the short port btt black check valve dislodged out of the luer fitting-indicating a defective valve. This is an MDR reportable event.

Manufacturer narrative:
Investigation results: customer did not return the reported scope seal for investigation. The reported complaint could not be duplicated. Further investigation on the returned short port btt discovered that upon the removal of the syringe after balloon inflation, the black check valve backed out of the luer fitting. Although the balloon did not immediately deflate, the movement of the valve is an indication of a valve malfunction. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint. (B) (4).